Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files covering the reported event date were not available. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the rear housing disc curvature and back preload were found to be deviating from specifications. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump and not the initial source of the reported event. Visual examination revealed a scoring mark on the inferior surface of the impeller. Considering that the returned device passed functional examination, this friction mark is indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed no evidence of thrombus within the device. Information received from the site indicated that the patient experienced intracranial bleeding (icb) related to an underlying active endocarditis preexisting prior to the implant of the device. The patient¿s anticoagulation was controlled at the time of the event and a cardiac computerized tomography (CT) and echocardiogram were performed. Additionally, the aortic valve was infected leading to micro embolisms in the brain arteries. This resulted in micro thrombi in the vessels of the brain followed by an inflammatory response and the rupture of the vessels leading to icb. The patient refused an aortic valve exchange, a heart transplant, and subsequently died. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, bleeding, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of intracranial bleeding and neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history of endocarditis and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the cause of death was due to intracranial bleeding (icb). The patient¿s anticoagulation was controlled at the time of the event and a cardiac computerized tomography (CT) and echocardiogram were performed. It was reported that the icb was not related to the ventricular assist device (vad) or therapy. The patient had repeated intracranial bleeds that were related to an underlying active endocarditis that had already existed prior to the vad implant procedure. The aortic valve was infected as well causing micro embolisms in the brain arteries. This resulted in micro thrombi in the vessels of the brain followed by an inflammatory response, then rupture of the vessels leading to icb. The patient refused an aortic valve exchange and a heart transplant.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly incoming information was received regarding the cause of death and relevant medical history. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.